Event description:
It was reported that the broken instrument scrub tech attempted to put the shim on the spacer block and the shin snapped in half, replacement needed. This item was never placed into the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with his complaint was not received for examination. The photo investigation confirmed the reported allegation, the device is broken from the half in 2 big pieces. Additionally, some nicks can be seen in the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.